Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 02jan2019. (B)(4). Reporter phone number unknown. Parts were returned and evaluated by philips. The evaluation revealed that the customer complaint was caused by a shorted inductor on the power management board. Replacement of the shorted inductor (lot code: 472d) corrected the failure with no other errors identified.

Event description:
The customer reported that the device does not start. There was no patient involvement. The event date was not specified; estimate used.